Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient experienced autoreducing of their stimulation, causing ineffective therapy, due to high impedances. As a result, the patient underwent surgical intervention on to have their lead replaced. Patient now has effective therapy.